Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, in the balloon material, 12mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects with the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal branch of left anterior descending artery (lad) to distal left circumflex artery (lcx). After ablation was performed with a 1.5 and 1.75 rotablator rotational atherectomy system, a 3.0x32 synergy drug-eluting stent was deployed. Then a 3.50mmx12mm nc emerge® balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 3.5mm x15mm nc emerge® balloon catheter and intravascular ultrasound (ivus) showed that the stent was completely apposed to the vessel wall. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal branch of left anterior descending artery (lad) to distal left circumflex artery (lcx). After ablation was performed with a 1.5 and 1.75 rotablator rotational atherectomy system, a 3.0x32 synergy drug-eluting stent was deployed. Then a 3.50mmx12mm nc emerge® balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 3.5mm x15mm nc emerge® balloon catheter and intravascular ultrasound (ivus) showed that the stent was completely apposed to the vessel wall. No patient complications were reported and the patient's status was good.